Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating that they had needle anomaly. Customer's blood glucose at time of incident was unknown. Customer was not able to start and no isig available. Customer stated that sensor look shorter as normal. Customer was advised that we will send a new sensor.